Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the "aspiration line luer with vacuum line luer had disconnected" during a cataract procedure. The sample product is available. There is no known patient harm. Additional information was requested; however, none has been received to date. This is one of two reports from this facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the fourth complaint reported for this finished goods lot; however the third for an issue related to disconnected vacuum luer and first for an issue related to not priming. A review of the device history record indicates the order was built to specification. The returned samples were visually and functionally tested and passed testing. Neither sample had a disconnected aspiration line plus luer and neither cassette had issues with priming. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that the samples meant specifications; therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).